Event description:
Additional information was reported that patient stated she was having back surgery #7 due to her hardware in her back moving. She stated it moved 2 mm and was now on her spinal cord. The patient said this was from her previous back surgeries. The patient received assistance from her hcp and her concerns were resolved.

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall. The patient fell twice on the stairs "a couple of months ago" and since then, her implantable neurostimulator (ins) has not controlled her urinary symptoms, resulting in her bladder releasing urine "out of the blue." The ins was set to program 2 at 1.3 volts, but it did not help the patient's symptoms. At 1.4 v, the stimulation was "aggravating" and bothered her. Programs 1, 3, and 4 all caused rectal stimulation, which didn't provide therapeutic benefit. It was noted that the patient met with her physician on april 7th or 9th and the physician said the device was "fine." The patient was going to call her physician again. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3093-28, lot#: v800680, implanted: (B)(6) 2011, explanted: na; product type: lead, product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).